Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited a gradual increase in pacing and shock impedance measurements on this right ventricular (rv) channel with a varying sensing. Upon review, technical services (ts) stated that impedance measurements were within the normal range. The rv intrinsic amplitude was out of range. Ts stated to have this patient continue to monitor the shock impedance well and to increase the remote control if necessary. Additional information received indicated that the shock impedance showed a slightly higher peak above 110 here and there, still within the range. It was noted that the latest threshold measurements that show a sudden sharp increase which was suspected to be caused by calcification of the tip. Technical services (ts) stated that the threshold will rise further, and the shock impedance will rise above 125 ohms and recommended lead revision. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.